Event description:
The customer stated that he was having difficulty priming the insulin pump. The customer's blood glucose reading was 75 mg/dl. After the initial phone call, the customer called back and stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.